Event description:
It was reported that the charger would not charge and the indicator light did not illuminate, which was resolved by instructing the user to plug the charger into a different electrical outlet. No clinical symptoms associated with no device power from the charger. Outcomes included no injury, no hospitalization, and no adverse clinical impact. Customer care provided support that included product troubleshooting and user education. Investigation of this case revealed that the charger functioned normally when connected to a working outlet, consistent with an external power source issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user environment and use conditions.

Manufacturer narrative:
Initial.